Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product code: 04.511.308. Lot: 240p143. Manufacturing site: mezzovico. Release to warehouse date: (B)(6) 2021. A manufacturing record evaluation was performed for the not sterile and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrix 90° l-plate med 2+2ho reversible, p/n: 04.511.308 exhibits a change of color on both sides of the central part. Additionally, the returned device shows signs of repetitive and excessive bending, as well as nicks and scratches, mainly on the aforementioned portion of the plate. The observed discoloration is attributed to repetitive bending. When the plate is bent, the anodize coating tends to show stress areas that will appear as small changes in color, typically silver, the base color of titanium. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrix 90° l-plate med 2+2ho reversible, p/n: 04.511.308 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current and manufactured revisions were reviewed. Dimensional inspection: feature: holes diameter. Measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that during surgery on (B)(6) 2022, after disinfection of the product, discoloration was noted on the plate. A second plate was brought in to continue the surgery, and the same problem occurred again. Another device was used to complete the surgery. There was no patient consequence. Upon manufacturer investigation, it was determined that the plate exhibited a change of color on both sides of the central part. Additionally, the returned device showed signs of repetitive and excessive bending, as well as nicks and scratches, mainly on the aforementioned portion of the plate. This report is for a titanium (ti) matrix 90 deg l-pl/2x2 h medium/reversible/0.8mm thick. This is report 1 of 2 for (B)(4).